Event description:
The customer reported a touch screen was misaligned and could not be calibrated during preventative maintenance (pm). The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported. The device was evaluated by the international philips field service engineer (fse) and confirmed the reported issue. The fse replaced the touchscreen. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomalies were reported.

Manufacturer narrative:
The visual inspection of the customer returned touch screen assembly revealed no evidence of damage or contamination. A failure investigation (fi) technician installed the touch screen assembly into a fi ventilator to duplicate the reported issue of touchscreen issue. The fi technician confirmed the reported issue and identified the touchscreen failure was caused by the manufacturing process leaving dead spots on the screen.